Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon fired the device for the fourth firing with a white reload;when observing the firing they saw the device had stapled but cut an incomplete staple line. This occurred when closing the common enterotomy, the cut line fell 10 mm short of where the stapler indicated it would fall. They had cleared the tissue well prior to firing. The surgeon completed this part of the procedure with scissors and clips. There was no patient consequence reported. The device was discarded at the account. On what tissue type was the device used? Bowel at what location on the tissue? Small intestine. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fourth. During which stroke did the event occur? Strokes completed. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.